Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. The pressure was tested, the device did not activate within specification. The root cause of the reported issue was found to be the downstream sensor. Actions were taken to mitigate the reported issue: replaced the downstream sensor.

Manufacturer narrative:
Customer reported that the occlusion device was out of range. Labels seals were intact, the device was in bad condition. The pressure was tested, the device did not activate within specification. Problem caused by downstream sensor. Unable to determine what caused the problem. Replaced downstream sensor.

Event description:
It was reported that the occlusion device was out of range. No patient injury was reported.

Event description:
Information was received indicating that during testing of this smiths medical cadd legacy plus pump, the pump occlusion was out of range (68.7). No patient involvement reported.